Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event description (section b). The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The director at the customer hospital further reported that the ¿unstable power supply¿ occurred during inspection before use. The scheduled diagnostic/screen testing was canceled. No anesthesia was performed. The director confirmed no health problems to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, unstable power occurred due to faulty g1 board. The cause of the faulty g1 board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem, unstable power supply attributed to a defective/failure of the (g1) board. The evaluation also noted the face frame is cracked. Additional information has been requested from the customer regarding the details of the reported event and is pending. The cause of the defective g1 board is unknown, however, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via service request that the customer high-definition liquid crystal display monitor has an ¿unstable power supply¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.